Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. During the procedure, the right ventricular lead exhibited crosstalk, leading to pacing inhibition and asystole. Programming changes were made. The patient was stable.